Event description:
It was reported that the customer received several cartridge alarms from their pump. There was no information available regarding any impact on the customer's blood glucose level. No additional information was received about the outcome of the event.